Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The rv tip, rar, can, and rvc header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population; however, no information is available regarding implant location.

Event description:
It was reported that during the revision of another manufacturer's right atrial (ra) lead, it was discovered that the header had broken off from the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No adverse patient effects were reported.